Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications were received using multiple cartridges after the customer filled the cartridges with 130-250 units of insulin and water. Customer did not observe drops exiting the infusion set tubing when testing with water. Customer's blood glucose was 88-169 mg/dl. Customer reverted to using manual injections for insulin therapy.